Event description:
The customer received a message during the fill tubing process that the cartridge needed a minimum of 50 units of insulin to proceed. Reportedly, the cartridge had been filled with 180 units of cold insulin. There was no impact to the customer's blood glucose level.

Manufacturer narrative:
The product has not been returned for eval. Should new relevant info become available a supplemental report will be submitted.